Event description:
It was reported that after the trial handle was attached to the rasp, the surgeon impacted the instrument into the disc space. When the surgeon went to remove, the rasp/trial, the thread on the trial handle had broken off into the rasp portion, leaving the rasp in the disc space. The surgeon used a series of different instruments and was able to get the large piece of metal out of the disc space with about a 30 minute surgery delay. Surgery was performed successfully and the patient woke up with believed to be no deficit.

Manufacturer narrative:
Per investigation device cat#: 48361234 and lot#: 127455. Method: device inspection and device history review. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Visual inspection indicated the tip of the returned trial handle is confirmed to be fractured off as reported. The tip of the trial handle was found in the returned rasp. The returned rasp was determined to be a concomitant product. Conclusion: the plausible root causes of the reported event are fatigue from normal wear and cantilever overload applied by the user.

Event description:
It was reported that after the trial handle was attached to the rasp, the surgeon impacted the instrument into the disc space. When the surgeon went to remove the rasp/trial, the thread on the trial handle had broken off into the rasp portion, leaving the rasp in the disc space. The surgeon used a series of different instruments and was able to get the large piece of metal out of the disc space with about a 30 minute surgery delay. Surgery was performed successfully and the patient woke up with believed to be no deficit.